Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead due to a potential micro-dislodgement of the lv lead. The device was reprogrammed in order to resolve the event and the patient's condition was stable.